Manufacturer narrative:
The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable, therefore no problem was detected. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker developed an infection. As a result, the patient underwent surgery to explant the device. A temporary pacemaker was placed until the endocarditis is cleared, with plans to implant a new permanent system afterward. This device is not expected to be returned. Product returned for analysis.

Event description:
It was reported that the patient with this pacemaker developed an infection. As a result, the patient underwent surgery to explant the device. A temporary pacemaker was placed until the endocarditis is cleared, with plans to implant a new permanent system afterward. This device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.